Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. As noted, the patient has history of hyperlipidemia, hypertension, chronic kidney disease, and diabetes mellitus type 2. Patients with these comorbidities may have an increased risk of developing valve stenosis and calcification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), 8 years, 2 months following a transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presented with valve dysfunction characterized by stenosis, calcification, and increased gradients. A valve in valve procedure was performed with a 20 mm sapien 3 ultra resilia (s3ur) valve. A balloon aortic valvuloplasty (bav) was performed using a 20mm true balloon, with protection of the left coronary artery (lca). The 20mm s3ur valve was implanted with an additional 1cc post-dilation. The team then decided to perform a second post-dilation with another 1cc (total plus 2cc) to ensure the valve was fully deployed. Post-deployment echocardiogram showed a gradient of 12 mmhg, which further decreased to 9 mmhg after the second post-dilation. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.